Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and expired on that same date. These claims were allegedly caused by the pt's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.